Event description:
"Dermanet ag that was placed in the wound bed had granulation tissue that imbedded into its mesh design. Unable to separate it from the tissue without bleeding so the resident was sent to ER."

Manufacturer narrative:
A user facility complaint was received on 11/17/2022 reporting "dermanet ag that was placed in the wound bed had granulation tissue that imbedded into its mesh design. Unable to separate it from the tissue without bleeding so the resident was sent to ER." No additional information reported. Patient status is unknown at this time. The device was not returned to deroyal for testing. A review of the lot number given in the complaint was reviewed. The inventory check consisted of 7 dressings from the same lot, each of which were deemed acceptable to current specifications. The work orders and viscosity of algidex mixtures were reviewed for discrepancies that would cause the issue. No discrepancies were identified. The failure mode, effects, and criticality worksheet (fmea) was reviewed. No update was required. A trend analysis was also conducted, deroyal has sold (B)(4) of finished good 46-dn44 from november 2020 to present and during the review period found only this event was received for the product. This equated to a sales ratio of (B)(4). Root cause: due to no sample returned, no report of how long the patient wore the patch, and no report of if the patch was removed properly, the root cause is undetermined with no error found. There will be no corrective action taken due to the determination of the root cause. Deroyal will continue to monitor for trends around this product. The investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.